Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that bleomycin drug order was created incorrectly by the user for a few patients. The dose was set to 30 units/m2 instead of 30 units. The incorrect care plan was approved by the physician which was then administered to patients. For one of the patients, the dose was corrected prior to approval and there was no mistreatment. Mosaiq did not have any malfunction and was working as designed and intended. The root cause of the dose error was due to use error. Elekta physicists have assessed this issue to be serious mistreatment, however all the patients that were treated with the incorrect dose have fully recovered.

Event description:
The customer reported bleomycin dose error.